Event description:
A healthcare professional reported that during the intraocular lens (iol) implant procedure, the haptic was damaged and jammed in delivery system. Additional information has been received that there was no patient contact and the surgery completed with unspecified lens on same day.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned. Two photos were provided. The first photo was a close-up of a nozzle. The view was from the bottom. Unable to determine if there was any viscoelastic in the device. The lens was visible advanced just past the nozzle entry area. The plunger tip appears to be at the optic edge. The device was being held over a blue background, which made visualization of the plunger difficult. The trailing haptic position could not be determined. The leading haptic was extended with the tip folded back toward the lens. The second photo showed the device from the top. The serial number was not visible. Unable to determine if there was any viscoelastic in the device. The plunger was oriented correctly. The plunger was fully depressed. The plunger was visible bent/looped in the barrel area. The lens and plunger tip were just past the nozzle entry area. The trailing haptic position could not be determined. The leading haptic was extended with the tip folded back toward the optic. A root cause for the damaged plunger cannot be determined from the photos. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).